Manufacturer narrative:
Block b3: exact date unknown, event occurred months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation in the ribs when lying down. It was noted that overstimulation would stop when the spinal cord stimulator (scs) device was turned off. The patient underwent an explant procedure.